Event description:
Faulty y site on clearlink system solution set, primary line. Faulty y or luer lock site below the pump. Short set attached to luer lock site below the pump and infusion would not infuse. The luer lock site would screw on attached. IV immune globulin attached and would not infuse. Non-hazardous. Entire new primary set changed out. Short set of ivig attached and was able to infuse. Multiple different lot numbers of IV tubing in cabinet.